Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "we have a young lady with aseptic loosening of the femur stem of distal femur epr gmrs. She has a well-fixed tibial component that I want to preserve. I want to ask if a proximal femur component can be custom-made. It can couple to the extension piece of the stryker gmrs so that I don't need to take down the well fixed tibial component. Is it possible?"

Manufacturer narrative:
Reported event an event regarding loosening involving a unknown femoral stem was reported. The event was confirmed through medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: re pi - 2305574 which represents a 30 year old female patient. Event description states: "... Aseptic loosening of femur stem of distal femur epr gmrs ... Ask if proximal femoral component can be custom made..." X-ray ap and lat of right knee and ap and lat r proximal femur demonstrates modular distal femoral replacement tka with 3 cerclage cables around host proximal femur with loosening of modular stem in retained host proximal femur. Label states "design team to custom make proximal femoral component." No clinical or pmh, no patient demographics, no operative reports. The stem loosening is confirmed on x-ray, but insufficient data is available to create a medical report." -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "we have a young lady with aseptic loosening of the femur stem of distal femur epr gmrs. She has a well-fixed tibial component that I want to preserve. I want to ask if a proximal femur component can be custom-made. It can couple to the extension piece of the stryker gmrs so that I don't need to take down the well fixed tibial component. Is it possible?"